Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio determined that the cause of the reported issue was due to a shorted capacitor, designator c157 from the analog pcb assembly. The capacitor was shorted to 11k ohms which caused the bias 2 voltage to drop to 0.9 volts. The customer received a replacement device.

Event description:
The customer initially reported that their device was showing its service indicator. After an evaluation by physio-control, it was observed that the device was unable to analyze, charge or shock a shockable test ECG waveform. There was no patient use associated with the reported issue.

Manufacturer narrative:
Mfg date of the initial medwatch report indicates: device manufacture date - 12/16/2014. The initial medwatch report should indicate: device manufacture date - 12/15/2014. UDI - (B)(4).